Manufacturer narrative:
Concomitant medical product: product ID: 8590-1, lot# n505755, implanted: (B)(6) 2015, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type" catheter. (B)(4).

Event description:
The health care provider (hcp) and patient reported via a manufacturing representative that the hcp wanted the pump stopped. The pump was alarming, and the hcp ordered the pump be stopped. The hcp wanted to bring the patient in a few days after he got her medication. From what the manufacturing representative could gather, the patient was non-compliant with her refill date and the pump was alarming for low and/or empty reservoir. The patient's status was "alive - no injury" at the time of this report. The indications for use were non-malignant pain and failed back surgery syndrome. Drug information on the medication being delivered by the system was unknown. The cause of the pump alarm, troubleshooting performed, actions/interventions taken to resolve the pump alarm, and the outcome were unknown. Follow up is being conducted. If additional information becomes available,the event will be updated.

Event description:
The health care provider (hcp) reported that the system was delivering morphine 15mg/ml at 8mg/day and bupivacaine with a concentration listed as 5.33mg/day and a dose of 10mg/day. The start date was (B)(6) 2015, and the end date was (B)(6) 2015. The patient's pertinent medical history included failed back surgery, lumbar face and arthropathy, and lumbar radiculopathy. The patient had self-discharged herself from the hcp's office once the hcp had stopped all opiates. The hcp had the patient come in to fill the pump with saline and decrease morphine concentration. The patient allowed the pump to go dry. If additional information becomes available, the event will be updated.